Event description:
Customer reports that she obtained results of 305mg/dl or 280mg/ld and 105mg/dl within 10 minutes on the same device. Customer reports that she can not recall what the exact results were. No action taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.